Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood was present around the helix housing and tip region. Continuity testing passed indicating conductors are intact. The perforation allegation was not confirmed by lab analysis.

Event description:
It was reported that this lead was explanted due to heart wall perforation. Lead attempted to be repositioned then required use of new lead. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and the analysis is performed, this report would be updated should pertinent information be provided.

Event description:
It was reported that this lead was explanted due to heart wall perforation. Lead attempted to be repositioned then required use of new lead. No additional adverse patient effects were reported.